Manufacturer narrative:
Concomitant medical products: ddmb1d4 ICD. Implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, non-capture and low pacing impedance values. The patient experienced chest and neck pain when the physician attempted to pace the rv especially in rv tip-rv coil polarity vector. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.